Manufacturer narrative:
Device manufacture date: march 2, 2016 ¿ march 3, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot number: the reported provided potential affected lot as 16c008 or 16b039. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor over infused during infusion of 40 mg of morphine, 16 mg of soldesam, and physiologic solution with a total volume of 50 ml. The infusion was expected to last 24 hours but instead was finished in 4 hours. The device was connected to the patient via a needle under skin on the deltoid and positioned at abdomen level. There was no patient injury or medical intervention associated with this event. No additional information is available.